Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: follow-up #1: date of submission 12/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: a review of the black box verified the pump time and date reset and defaulted to factory settings after a power on reset (por). During investigation, the time and date reset to default after the battery was removed for 6 hours. The pump was opened; evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump passed the time accuracy test. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the battery compartment was found to be cracked below bumper pad.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the time and date were incorrect. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.